Manufacturer narrative:
After a temporary delay, customer was able to clear alarms and resume normal pump operation.

Event description:
Additional clarification: after a temporary delay, customer was able to clear alarms and resume normal pump operation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms. There was no impact to the customer's blood glucose (bg) levels. Customer indicated that insulin injections would be used as back up therapy.